Event description:
It was reported that the patient underwent an ankle arthrodesis surgical procedure that utilized paragon 28 silverback gorilla plating system. The silverback plate was reported to have broken post-operatively. The patient reported that the plate broke on (B)(6) 2019 while at the grocery store, when the patient heard and felt a snap. The patient was weight bearing with a walking boot at the time of incident. The surgeon confirmed the hardware failure on (B)(6) 2019 during an office appointment. A revision surgery was reported however, the revison or explant date was not provided by the initiator.

Manufacturer narrative:
Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an ankle arthrodesis surgical procedure that utilized paragon 28 silverback gorilla plating system. The silverback plate was reported to have broken post-operatively. The patient reported that the plate broke on (B)(6) 2019 while at the grocery store, when the patient heard and felt a snap. The patient was weight bearing with a walking boot at the time of incident. The surgeon confirmed the hardware failure on (B)(6) 2019 during an office appointment. A revision surgery was not reported.